Event description:
Motor has an unusual and loud grinding sound during rewind and manual prime for the last two set changes, and rptr is afraid to use the pump. Advised the customer to discontinue the pump use and to begin to use the back up plan of manual injections.